Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via (B)(6) tracker that customer went to the hospital due to high blood glucose. It was reported that the reservoir was not locked in properly and customer was not getting any insulin. Customer's blood glucose was not reported. Customer declined transfer to helpline.